Manufacturer narrative:
(B)(4). It was reported that when closing the wound of the fascia usually, undermine is done to expose the peritoneum. Then, the wound of the fascia is sutured after the peritoneum is sutured. However, in the index operation, undermine was not done, thus, the length of the bite was shorter than usual. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kgm379, expiration date: 05/31/2018. Date of mfg.: 06/03/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the technique used to manage the fixation tab in the index surgery? ¿the sales rep reported that the ¿initiation technique¿ had been performed.

Event description:
It was reported that the patient underwent radical hysterectomy procedure on (B)(6) 2017 and barbed suture was used. Another device was used to close the peritoneum and barbed suture was used to close the fascia. It was reported that undermine was not done at that time, thus the length of the bite of the barbed suture was shorter than usual; it was less than 1 cm from the wound edge and 2-3 back stitches were put at the end of suturing with barbed suture. On (B)(6) 2017, it was observed the surgical wound on the skin was open, and exudate was coming out. At that time the physician opined that the surgical wound on the skin only was opened, and there was a hematoma under the skin and treatment performed at that time was replacing gauze only. On (B)(6) 2017, when replacing gauze, the bowel was seen through the opened surgical wound, about 3 cm. MRI examination was done and showed the surgical wound on the fascia had been opened. A re-operation was done immediately and it was observed that the barbed suture had broken and become loose at an area close to the fixation tab. The barbed suture close to the back stitches was tight, thus, it was cut with scissors and removed. The surgical wound was re-sutured with another device by interrupted suturing. The surgeon opined barbed suture is one of contributing factors to the wound dehiscence. It was reported that the surgeon¿s way of suturing might be another factor as well. It was reported that if the surgical wound is opened again after the re-operation, this will be due to the patient¿s specific constitutional problem. The patient is currently in the hospital due to another disease and the course after the reoperation is good. It was reported that the patient will be monitored and hospitalization will be extended but the exact discharge date has not been determined. No additional information was provided.